Event description:
The device was used during a lap gastric bypass. Reportedly, a component disengaged into the patient's cavity. The surgeon was able to retrieve the component without patient injury.